Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rexd2168 showed no other similar product complaint(s) from this lot number.

Event description:
Trifusion placed and shortly after placement pt stated she bent over and the catheter just fell out. New trifusion was placed in pt.